Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .056 offset at the tip. The bent grip did not have separation of the yaw pulley and pulley cover at the glue joint indicating overloading; however, likely cause of bending remains overloading at the tip.. Failure analysis concluded the damage may be due to mishandling / misuse. Additional observation not reported was the pitch down cable was frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at wrist were not damaged. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; a frayed cable,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the jaws of a pk dissecting forceps instrument were not aligned. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.